Event description:
Event description cpi received information that this transvenous defibrillation lead was was experiencing oversensing due to a dislodgement. Patient had twiddlers syndrome. Lead was explanted and new lead was successfully implanted. Pulse generator was also replaced due to battery nearing eri.